Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported tampon string broke in half during removal and then completely pulled out from the tampon. Consumer was unable to remove the tampon and was waiting to be picked up to go the emergency room. No further information obtained due to consumer being on her way to the emergency room. Multiple attempts have been made to obtain further information regarding the consumer¿s use of the product, diagnoses, and medical treatments received. No further information has been received.